Event description:
A surgeon reported that a patient developed endophthalmitis in the left eye after a laser assisted cataract surgery. The infection was found on the second day follow-up exam and the patient was referred to an eye hospital immediately. The surgeon is unsure of the cause. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).